Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: confirmation test date (B)(6) 2014: bilateral occlusion. Concurrent conditions included nickel sensitivity. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), allergy to metals ("allergy: nickel") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, allergy to metals and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: (B)(6) 2013 as per ppf (discrepancy as reported in pfs). Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 13-aug-2020: plaintiff fact sheet received :case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: confirmation test date (B)(6) 2014: bilateral occlusion. Concurrent conditions included nickel sensitivity. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), allergy to metals ("allergy: nickel") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, allergy to metals and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: (B)(6) 2013 as per ppf (discrepancy as reported in pfs). Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Confirmation test date (B)(6) 2014: bilateral occlusion. Concurrent conditions included nickel sensitivity. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),") and allergy to metals ("allergy: nickel"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 (as per mr) quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 1-jun-2021: medical record received: medical history, reporter information added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.